Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine check, upon interrogation, the right ventricular lead exhibited noise. Isometrics and pocket manipulations were not able to reproduce noise. The lead was reprogrammed. The patient would continue to be monitored.